Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-49214, 1627487-2020-49215, 1627487-2020-49216. It was reported the patient is not receiving effective therapy due to high impedances on one lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that 2 of the patient's leads had high impedances, and a 3rd lead had a fracture. As a result, the patient underwent surgical intervention during which the three leads with issues were explanted and replaced. Effective therapy was established post-operatively. It is unknown which leads were explanted and replaced, so all are being reported.